Event description:
It was reported that post op to a laparoscopic roux-en-y procedure on (B)(6) 2011 the patient was taken back to the or due to suspected bleeding. No information was known of what indicated the return to the or at this time. When the surgeon opened the patient he observed bleeding at the surgery site. He then sutured at the site to stop the bleeding. There is no other information at this time and it is not known if a transfusion was required. The patient was stable after the procedure and returned to their room. It is not known if the patient stayed additional time due to the second procedure. No patient information was given to the rep. The device had been discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Multiple attempts have been made to obtain additional information from the surgeon, but no response has been received.